Manufacturer narrative:
During repair, the device alarmed for low o2. This was due to defective tie wraps and the sieve beds being contaminated with an unspecified foreign substance.

Event description:
It was reported that the tie wraps were defective. During repair and servicing, the unit alarmed for low o2.